Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system was placed, but fell out [device expulsion]. This spontaneous report was received from a nurse manager via clinical educator referring to a non-pregnant female patient of unknown age. The patient¿s medical history included pregnancy and had delivery (reported as ¿patient was 7 days post-partum¿). The patient¿s concurrent conditions, concomitant medications, and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) via intravaginal route for postpartum hemorrhage (postpartum haemorrhage) (lot# and expiration date was not reported) but fell out (device expulsion). The patient was taken to operation room (or) for dilation and curettage (d&c). The patient sought medical attention. The patient did not die. Clinical educator stated the email asked if this was an appropriate use of the product. Clinical educator stated she was not able to answer the question since this would be considered off label use of the device and she was not able to speak to that. No product quality complaint (pqc) reported. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. Upon internal review, the event device expulsion was determined to be serious due to medically significant and required intervention. Medical device reporting criteria: serious injury. (B)(4).